Event description:
According to the reporter, during a laparoscopic procedure, while stapling straight, the load did not fire, and the stapler did not work. The surgeon was able to squeeze the handle. The device was replaced to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.